Event description:
It was reported to baxter (B)(4) that the reservoir of one intermate lv250 device had ruptured during patient use. At the time of the incident, the device was used to deliver foscarnet to a patient. The reservoir was near empty at the end of treatment when the rupture occurred. The product was kept in the yellow over-pouch provided, protected from light until immediately before use. No filters were used during the administration. The patient was under-infused, however, did not suffer any specific adverse event. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(4). A conference call with ees marketing, quality, r&d, the sales rep, and dm occurred. The call took place to discuss the recent insufflation issue complaints at the account. The conversation included discussion on torquing issues, leak with no scope or instrument, and leak with a 5mm instrument/scope in a trocar. Surgeons have mitigated the events by added a second insufflators or obtaining a new trocar to complete the case.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was leaking out of the center of the device. The device was leaking whether there was any instrument in there or not. The case was completed with the device. There was no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.